Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire and product lidstock for evaluation. The catheter that was reported as part of the incident was not returned for evaluation. The guide wire was noted to have multiple bends in its body. Microscopic examination confirmed the bends in the guide wire body. Both welds were present and were observed to be full and spherical. Visual inspection of the catheter could not be performed as it was not returned for evaluation. The bends in the guide wire were located 45mm-66mm from one of the ends. The overall length of the guide wire measured 253 mm which is within the specification of 245.2-254 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.448 mm which is within the specification of 0.432-0.457 mm per guide wire product drawing. This guide wire diameter is used with 20ga radial artery catheterization sets. Therefore, a lab inventory 20ga catheterization set was used to functionally test the returned guide wire. The instructions-for-use (IFU) provided with this device instructs the user to "insert desired tip of spring-wire guide through the introducer needle or catheter into vein". The guide wire was able to pass through the 20ga lab inventory catheter with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed only on the guide wire, since the reported product kit only includes a guide wire, and no relevant manufacturing issues were identified. It is unclear whether the catheter reported as part of the incident is a teleflex product. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The report that the guide wire was kinked was confirmed through examination of the returned sample. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. The catheter that was reported as part of the incident was not returned and it cannot be confirmed if the catheter is a teleflex manufactured product. Based on these circumstances it was determined that unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: wire inserted into angiocath to facilitate insertion. Upon removal unable to remove wire. Flouro performed, wire able to be removed without having to cutdown. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: wire inserted into angiocath to facilitate insertion. Upon removal unable to remove wire. Flouro performed, wire able to be removed without having to cutdown. No patient harm reported. The patient's condition is reported as fine.